Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Customer stated that the blood glucose was 40 mg/dl at the time of incident and the customer¿s current blood glucose was 259 mg/dl. Customer stated that the low blood glucose was treated with the food. Customer experienced light headed symptom related to low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer stated that auto mode smart guard feature was not active. Customer reported that the insulin pump will not be returned for analysis.